Event description:
It was reported that a false sosd alert was received. The device was explanted, re-sterilized and re-implanted, and it was suspected this may have caused the false alert. A successfully capacitor maintenance was performed and the alert was cleared.

Manufacturer narrative:
(B)(4).